Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to scratches on the charge couple device lens, the screen was partially dark. Additionally, the image noise occurred due to a broken plug unit and a broken charge couple device unit. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the screen was partially dark, additionally, noise was occurring in the image/video. There was no patient involvement.